Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws came undone on the vasoview hemopro 2. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "plate separated from jaw-bent/detached heater wire". Investigation date: 11/13/2015. CAPA/fir/scar analysis: the heater wire can be deformed/ detached when the jaw tips sustain impact during improper insertion into the cannula. The failure mode of "bent wire" has been investigated under fir number (B)(4) which determined the root cause of this failure mode (deformed/detached heater wire) to be "improper inserting or retracting the harvesting tool through the harvesting cannula. CAPA (B)(4) was opened in response to this finding. This CAPA addresses a potential for the welder unit tab to become dislodged from the hot jaw during improper handling. The design ha...